Manufacturer narrative:
Date of event: used the first day of bsc aware date since event date not provided

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at below rated burst pressure. The procedure was completed with different device. No patient complications nor injuries were reported.